Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that the pt was readmitted after he lost consciousness for an unk length of time. Basic lab work was completed and reported as normal. The pump history showed no alarms.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.